Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1003. Boston scientific technical services (ts) suggested reinterrogation after 72 hours to see if code is no longer recorded. Device data was sent to engineering for analysis. This device was never in service. There was no patient involvement.